Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose was 278 mg/dl. The customer received the alarm amidst doing an infusion set change. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Explained that the alarm may have occured when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer had already reverted to an old insulin pump since receiving the alarm. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime due to faulty force sensor. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case at the display window corner, minor scratched display window, and reservoir tube window.